Event description:
It was reported that the device does not heat. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. Device evaluation: one device was received in good condition. Per functional testing, the device works normal. The temperature was stable and in the range. Reported error not reproducible. The root cause for the complaint was user error. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken since the complaint could not be replicated or confirmed.